Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2013 patient experienced rash around insertion site. Patient claimed she developed rash about a month after using the product. Patient had doctor's appointment for unrelated cause and was prescribed a topical cream for the rash. No medical intervention was required.